Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of the device. Failure event observed during analysis.final analysis found insulation abrasions at 68.2 cm to 69.3 cm and at 69.8 cm to 70.1 cm from the connector pin.